Event description:
It was reported that pump displayed recurring malfunction alarm with code 12, and customer experienced at least three episodes of same issue on current pump without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and Technical Support arranged replacement pump, confirmed shipping address, and instructed customer to put malfunctioning pump into storage mode and return it with prepaid label. Customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump, and acknowledged all instructions.